Manufacturer narrative:
One device was returned for repair in used condition. Visual inspection found battery compartment melted under battery spring due to overheating aa batteries. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. There was no applicable evidence to review in event history. The reported problem, batteries overheating in pump, was verified by visual inspection. The cause is a solder bridge on printed wire assembly (pwa) board battery spring contact. Battery compartment was replaced to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the batteries were overheating in the pump. The event occurred during testing, there was no patient involvement.